Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that noise oversensing was present on this subcutaneous implantable cardioverter defibrillator (s-ICD) system. No inappropriate therapy provided. Provocation maneuvers and troubleshooting was provided. This sicd was subsequently reprogrammed to the primary vector with 2x gain. This sicd system remains in-service. No adverse patient effects were reported. Additional information provided from the field indicated oversensing of noise was continuing to occur with this s-ICD. Recent testing and manipulation of the system was able to reproduce artifacts, which were suspected to be mechanical in nature, causing the field to believe there was an integrity issue with the electrode. On the same day, the patient was brought into the hospital where surgical intervention was performed, and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.